Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore the lot history review was performed. The device was returned for evaluation. The investigation is confirmed for the reported broken shaft and material deformation. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2522x pta balloon dilatation catheter allegedly experienced device damaged, broke and material deformed. This information was received from one source. This event did not involve a patient as there was no patient contact. The patient age weight and gender was not provided.